Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient implanted with a neurostimulator. On (B)(6) 2017, the patient reported that when charging the device felt very hot. The device was checked on (B)(6) 2017. The issue resolved without sequelae on (B)(6) 2017. The etiology was related to the device/therapy, specifically to the neurostimulator, and not related to the implant procedure. The device diagnosis was that the device got hot when charging, and the clinical diagnosis was low back pain. It was noted that the site did not have details of the device check. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was clarified that it was the neurostimulator that felt hot while recharging. The serial number of the recharger could not be found, but it was noted that the recharger was still in use. There was no apparent damage to the recharging system. The patient did not experience any falls or accidents prior to the issue. There was no evidence of an infection. The patient's wound was not still in the process of healing from the implant procedure, but the patient stated that their nerves were. There was no skin or other bodily reactions accompanying recharge. No messages were observed on the recharger. Regarding whether or not the cause was determined, it was noted just that the nerves were still healing from the surgery. The clinical diagnosis was updated to not applicable.